Event description:
It was reported that the deep brain stimulation (dbs) patient presented to the emergency department with acute chest pain due to acute recurrent pulmonary embolism. The patient was admitted to the hospital and was placed on a blood thinner. The patient was then discharged after resolution of the chest pain. The physician stated that although nothing in particular happened during the dbs procedure, anyone under general anesthesia is at an increased risk for a pulmonary embolism.